Event description:
It was reported that patient with a dignishield inserted. The inflation port was ripped off (unsure how, possibly while turning the patient and it got caught on a leg brace). It was still inserted in the patient, and customer could not remove it since the balloon was still inflated. Customer stated that only the green portion came off and they attempted to aspirate the water from the port with a needle. Advised customer on troubleshooting the removal of the dignishield device. Advised that the balloon was low pressure, and not like the foley catheter balloon that was more pressure. Stated that the best way be too slowly and well lubricated, digitally remove the balloon a bit at time from the rectum. The balloon should come out but stressed to take it slow and walk the patient through it if they were awake and alert to assist with relaxation in that area. Did caution against cutting the tubing as there was a chance it could travel through the intestines. Customer stated that they were not near the patient and would pass the information along.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient with a dignishield inserted. The inflation port was ripped off (unsure how, possibly while turning the patient and it got caught on a leg brace). It was still inserted in the patient, and customer could not remove it since the balloon was still inflated. Customer stated that only the green portion came off and they attempted to aspirate the water from the port with a needle. Advised customer on troubleshooting the removal of the dignishield device. Advised that the balloon was low pressure, and not like the foley catheter balloon that was more pressure. Stated that the best way be too slowly and well lubricated, digitally remove the balloon a bit at time from the rectum. The balloon should come out but stressed to take it slow and walk the patient through it if they were awake and alert to assist with relaxation in that area. Did caution against cutting the tubing as there was a chance it could travel through the intestines. Customer stated that they were not near the patient and would pass the information along.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.